Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3003853072-2020-00055 to 3003853072-2020-00057.

Event description:
It was reported that during the procedure the threads of three blockers were damaged. There was no further surgical information provided. There was no reported patient harm. This is report three of three for this event.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Updated: b4, b5, d4 (UDI), d10, d11, g4, h1, h2, h3, h4, h6, h10. D11 - medical product: catalog #: 046w0an00002, instinct java blocker, lot # e141576. Catalog #: 046w0an00002, instinct java blocker, lot # e141576. Reported event was considered confirmed as visual inspection revealed worn heads and threads. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.